Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient's generator and lead were explanted due to infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications and were sterilized prior to distribution. No further relevant information has been received to date.

Event description:
Per the nurse practitioner, the cause of the infection is unknown as the infection occurred many years ago. It is unknown when the infection was first observed. No other relevant information has been received to date.